Manufacturer narrative:
(B)(4). Date sent: 5/6/2026 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device 108zth / w8304 batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did this issue contribute to any patient adverse event? ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. ¿ was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. ¿ what is the patient¿s current health status and condition? - how much blood did the patient lost? Confirm the qty in cc - how was the bleeding treated? Was any blood transfusion necessary? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) --received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) , 2026, and suture was used. The suture was applied during the surgery, and it was easy to have needle pull off issue, resulting in poor vascular suturing and bleeding. Subsequently, a new suture was replaced for use. Additional information was requested.